Manufacturer narrative:
(B)(4). During a follow up with the nurse regarding the alarm, it was revealed that the home patient (hp) is doing fine and continuing therapy. Per nurse, hp is aware of proper procedures. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient explained they had disconnected during the dwell and did not get back in time. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 2 of 4. Gts helped the patient clear the error and explained that it indicated a large amount of air had entered into the disposable set. The patient explained they had disconnected during the dwell and did not get back in time. The patient elected to stop therapy and contact their dialysis nurse later. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.